Manufacturer narrative:
(B)(4). Device evaluated by MFR.: visual examination of the returned device revealed a complete balloon detachment including the blades. Evidence of stretching was visible on the midshaft starting at the rx port to 39mm proximally. This damage is consistent with applied forces used when trying to remove the catheter from the sheath. A midshaft kink was present 31.5cm from the catheter tip. Kinks were present at various locations along the hypotube. Solidified blood was present within the inflation lumen which is consistent with a leak. A balloon rupture could not be confirmed as the balloon was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Access was obtained via right inguinal approach. The 99% stenosed lesion was located in the non-calcified and moderately tortuous right superficial femoral artery (sfa). The patient complained of pain before the procedure and expressed pain during insertion of 6fr non-bsc sheath into the patient. The 4.00mm/1.5cm/140cm small peripheral cutting balloon was used to dilate the lesion. A non-bsc guide wire and the cutting balloon crossed the lesion without any issues. The cutting balloon was inflated approximately five times (under its rbp) and then the cutting balloon ruptured at 12atms. When attempting to withdraw the cutting balloon from the patient, resistance was felt while pulling into the non-bsc sheath. The physician felt the blade of the balloon hit the distal tip of the sheath. The cutting balloon, sheath, and guide wire were successfully removed as a single unit. After the devices were removed, another non-bsc guide wire was inserted into the patient so a sheath could be inserted. While pulling the system, mild resistance was felt. In addition, the patient complained of pain. The system was successfully removed from the patient. The physician noticed blood leakage occurred from the access site when attempting to insert the 6fr non-bsc sheath. Pressure was performed, to achieve hemostasis. According to the physician, the puncture site became expanded. However, it was unknown when this occurred. No patient complications were reported and the patient's status is good. However, returned product analysis revealed a complete detachment of the balloon and blades.